Event description:
Additional information - it was reported that the lead was explanted and replaced. The patient was in stable condition.

Event description:
Additional information - it was reported that the patient later presented to clinic for follow-up. Interrogation of the device revealed that the right ventricular lead was also oversensing noise, triggering several episodes of non-sustained ventricular oversensing. The noise was not reproducible with isometrics. The patient was in stable condition and would continue to be monitored.

Manufacturer narrative:
Additional information - b5, h6 (additional device code added).

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the right ventricular lead had an episode of non-sustained right ventricular oversensing. In addition, there was a recorded instance of ventricular fibrillation, and it is unknown if it was a true event or if it was oversensed by the lead and incorrectly binned as ventricular fibrillation. There was no inappropriate therapy delivered. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Updated sections - d10, h3, h6, h10. The damage found was sustained during the surgical procedure. The lead was otherwise normal.